Event description:
The analyzer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed a console test and was deemed out of specification electrically. The device was no longer needed by the customer and was placed into "programmer parts retention." (B)(4).